Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-feb-2021 to 20- feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pockets failed. Field service engineer had reseated the cables and replaced cubie pockets with new cubie drawer intended for ICU on this medstation as it was more urgent to get back up. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis medstation es drawer did not release when attempting to retrieve medication. Customer stated that the reported event was causing delays and patient harm. Customer did not disclose any information when questioned. Patient harm was not confirmed.

Manufacturer narrative:
Customer reported that a pyxis medstation es drawer did not release when attempting to retrieve medication. Customer stated that the reported event was causing delays and patient harm. Customer did not disclose any information when questioned. Patient harm was not confirmed. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and confirmed the drawer did not release. The field service engineer reseated the station's cables/connectors. The field service engineer replaced the affected drawer and its pockets to resolve. Device tested and confirmed operational. A supplemental report will be submitted if additional information is released.

Event description:
Customer reported that a pyxis medstation es drawer did not release when attempting to retrieve medication. Customer stated that the reported event was causing delays and patient harm. Customer did not disclose any information when questioned. Patient harm was not confirmed.